Manufacturer narrative:
Device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.0 for mechanical circulatory support. However, the device was unable to pass through the patient's vasculature. Insertion was aborted. However, it was reported that the patient survived the procedure.